Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) a system overheat alarm occurs and operation stops.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Completed repair with all functional and safety tests per manufacturer specifications.